Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the high-definition camera head "coupler section spacer fell off". The problem occurred during cleaning. There was no patient or procedure involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported issue was confirmed. The device evaluation found spacers falling off at the coupler. In addition, loose scope mount, electrical contact corrosion, and pixel defect were noted. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the high-definition camera head "coupler section spacer fell off". The problem occurred during cleaning. There was no patient or procedure involved.